Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. The patient condition was not reported.

Event description:
New information received noted the device was explanted and replaced on (B)(6) 2025. Patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri)level upon receipt. Field session record was reviewed, and no abnormal voltage drop was noted. Visual inspection of the header found no anomaly related to the field concern. Review of the device image indicates auto-capture was enabled, consistent with electronics performance indicator (epi) triggered. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitudes found current levels within normal range and no indication of premature depletion noted. Longevity assessment was performed, and the device exceeded seventy five percent of projected longevity indicating normal battery depletion.